Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl as the customer consumed food and did not request a bolus via the pump until later. The high bg was corrected with a bolus via the pump. The bg level then dropped to 79 mg/dl. The customer thought that due to delivering a food bolus and shortly after a bg bolus, insulin stacking may have caused the low bg, but was not "totally sure". Carbohydrates were consumed to address the low bg. The customer declined tandem technical support's offer to troubleshoot.